Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "start a new sensor to check glucose" message and was unable to obtain readings. As a result, customer experienced symptoms of "very confused and disoriented", was unable to self-treat, and required contact with emergency services who performed a blood glucose measurement with result of "about 70mg/dl" and transported customer to the hospital emergency room (ER). At the hospital a healthcare professional (hcp) measured customer's blood glucose "three times in a day", provided treatment of dextrose intravenously (type/dose unspecified), and adjusted the customer's insulin intake. No further treatment/medications was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh00hl3xjw has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Performed visual inspection of the sensor tail and did not observe a watermark. This issue is not confirmed to the sensor tail not being properly inserted. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.